Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range (oor) pacing lead impedance (pli). The patient reported of symptoms and the lv configurations were re-programmed. Following that, the patient had the same symptoms. The health care professional (hcp) inquired on how to check lv impedance after the configuration. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that the cause of oor measurements were not determined. The patient reported shortness of breath with activity and an occasional burning sensation around and below device. The left ventricular (lv) lead exhibited loss of capture in a lv tip to right ventricular (rv) pace configuration. The system was reprogrammed to a lv ring to rv pace configuration and all other lead measurements seemed to be within range. There were no reports of asystole or adverse effects. Additional information indicated that this left ventricular (lv) lead was explanted and replaced. Insulation and conductor damage was noted with this lead. The products were discarded by the physician and will not be returned. No additional adverse patient effects were reported.